Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) exhibited failure to capture and unspecified oversensing. Programming changes were made. Patient had no consequences.